Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the customer was experiencing error 319 on universal surgical manipulator (usm) 1 on the patient side cart (psc). Prior to calling intuitive surgical, inc. (Isi) technical support, the customer power cycled the system. The technical support engineer (tse) asked the customer to power the system back on but the error 319 persisted. The tse walked the customer through using the emergency power off (epo) on the psc with no change. The tse then suggested disabling usm1, but the customer was proceeding with the surgical procedure with three usms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the ports were placed on the patient. The delay was less than 15 minutes. The procedure was completed robotically with three usms.

Manufacturer narrative:
Based on the claim against the system by the customer noting the system was experiencing an error 319 on universal surgical manipulator (usm) 1, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. The usm was analyzed, and failure analysis investigations was able to confirm but unable to replicate the reported issue in-house. The usm was tested on an in-house system in normal mode and no errors were triggered. The usm also passed the fiber test, direction test, sine cycle, and check all boards test. As a precaution, the clock spring and parallelogram components will be replaced. The probable root cause is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using three usms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.